Event description:
It was reported by service report that the patient right foot siderail latch weldment is broken. It is unknown if there was patient involvement or if there are adverse consequences to report.